Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause of recharging more frequently was operator error due to poor positioning of device as the patient was not compliant with sitting still. Support from a manufacturing representative (rep) reassured care partner in ideas to assure optimal placement of the system. It was indicated the recharging more frequently and fall issue had been resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's device is needing to be charged more frequently and she was wondering why. Caller states normally the patient would need to charge every three days and now he is charging every day. The patient has been recently been re-programmed or switched to a new group. Caller did mention the doctor increased the wattage a few months ago and they did not notice a huge difference in needing to charge, even though they were told they would, and the increase in charge frequency started over the past two weeks. The patient charges it full. It was reported that the patient fell around the time frame where the increase in charging frequency occurred. They fell going near the back door and hit their back on the wall. No broken bones or bruises were found. No symptoms reported. No further complications were reported or anticipated with this event.